Event description:
A malfunction was reported on the pump by the caller, who contacted technical support regarding the malfunction 16 field correction notice. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support arranged for a replacement pump and instructed the caller on returning the problematic pump using a prepaid label via ups within 10 days. The caller was advised to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery and received guidance on putting the pump into storage mode. Instructions were provided for the steps to take upon receiving the replacement pump, which would include updated software.